Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found the device was bloodied and heavily used. The investigation found that the knife did not move smoothly and would stick in the advanced position when cutting on tissue. The device was disassembled and found that the cutter clamp that drives the blade would not run along the track smoothly. Inspection found the cutter clamp was cracked where the pin is inserted. Further evaluation by manufacturing quality engineers, found the pin bent due to applying excessive force on the trigger that cracked the clamp. The investigation identified the root cause of the reported event to be user abuse and mishandling. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device did not cut and got stuck on tissue. Removal of the device caused bleeding, although not in excess. There was no patient injury or permanent damage.